Event description:
It was reported by service report that the brakes are not performing to specification. It is unknown if there was patient involvement or if there are adverse consequences to report.